Event description:
A hosp nurse manager reported loss of image during a pt procedure. She explained that when the scope was removed and replaced with a second endoscope, the elderly pt experienced a 'spasm'. According to the nurse, the procedure took longer than a routine exam because of the pt's spasm, equipment removal and replacement. The colonoscopy was completed without any known post procedure complications. The nurse reported that the pt was discharged but returned to the hosp the following morning because pt was not feeling well. During a follow up examination, the physician detected that the pt had experienced a myocardial infarction and determined that the myocardial infarction occurred after the colonoscopy procedure. The pt's status is unknown.